Event description:
It was also reported that the infection was unable to be drained. Washout was also done in addition to pump exchange. Blood cultures remained negative.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Mlp-013570 was returned assembled with the pump cable severed approximately 4.0¿ from the pump housing. An additional distal segment of the pump cable was also returned measuring approximately 2.0¿ in length. The outflow graft clip was returned separate from the device. The sealed outflow graft, sealed outflow graft bend relief, graft attachment, and apical cuff were not returned. Visual inspection of the inflow cannula revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces also revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately 255 minutes of data from (B)(6) 2020. The lvad periodic log file contained data from (B)(6) 2020 through (B)(6) 2020. No atypical lvad faults/events were captured and temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jan2019. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had a pump exchange for pseudomonas driveline infection.